Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was over filling their cartridges and not properly performing the air removal step. Tandem technical support provided education, and the customer loaded a new cartridge to resolve the issue.